Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead got dislodged. Additional information obtained from the field representative indicates that this lead was not able to capture at the maximum output of 7.5 volts at 2 milliseconds. The dislodgment was confirmed via chest x-ray. The physician opted to remove this lead and new lead was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.